Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded the fenestrated anaconda stent graft system offers acceptable technical success rates, midterm efficacy and durability with respect to aneurysm sac regression, target vessel patency, overall mortality and re-intervention rates.

Event description:
Article received: midy, d. E. (2017). Results of the french multicentric study of anaconda fenestrated endografts in the treatment of complex aortic pathologies (efefa registry). Annals of vascular surgery, 151-165. Purpose: to assess the midterm results in the treatment of complex aortic aneurysms. Per the article, deaths occurred within the study period.